Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during an endoscopic retrograde cholangiopancreatography procedure. Upon inserting the device into the scope channel, it was noticed the distal end of the stent was twisted under the scope. The device was removed from the scope at which point the stent was noted to be kinked. The procedure was completed with another flexima biliary stent system with no reported patient complications. The patient was reported to be good at the end of the procedure.

Manufacturer narrative:
The device has been received; however, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (6).